Event description:
Therapist advised rptr this am that a ventilator pt had expired while on mechanical ventilation -lp 10-. They also stated that they were advised by family members that the tracheostomy tube had come out of the pt and that the low pressure alarm had not been activated. Rptr had accompanied therapist to the pt's home. Rptr spoke with family members. Both stated that pt's status was checked around 11:00 pm and the ventilator was functioning properly. Spouse checked on pt approx. 11:30 pm and found that pt was extubated and that the tracheostomy tube was lying on pt's chest. Rptr asked the spouse if they may have the circuit that they removed from the ventilator which spouse gave rptr then asked for the tracheostomy tube so that they may examine the tube. Spouse advised that the funeral home had taken the tracheostomy tube with them when they removed the deceased.